Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was making noise and had low power. The facility did not have a spare device available. As a result, there was a thirty to forty delay to the surgical procedure. A spare identical device from another facility was used to complete the surgery successfully. The reporter stated that the surgeon elected to manually continue surgery while the loaner spare device was being obtained. There was patient involvement. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.